Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Concomitant product: c3 coronary sinus refstar ¿ deflectable catheter, model #: d-1285-01-s, lot #: unknown_d-1285-01-s. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for ventricular tachycardia with a thermocool smarttouch bi-directional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. Voltage mapping was performed in the right ventricle (rv) with a decanav catheter and a thermocool smarttouch bi-directional sf catheter. Map spreading lva (undefined) near ta (undefined) was completed. Lva was then ablated. After ablating the inferior, lateral, and anterior sides near the ta of the rv, the patient became hypotensive. Tamponade was confirmed via echocardiogram. Pericardiocentesis yielded an unspecified amount of fluid. Remainder of procedure was aborted. There is no information regarding extended hospitalization. The patient¿s outcome from the adverse event was described as improved. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. No transseptal puncture was performed. There is no sheath information. Generator was set on power control mode at 20 watts with contact force values of approximately 5-20 grams. There is no information regarding other generator settings at the time of injury. There is no information regarding overall ablation time or last ablation cycle time at the site of injury. There is no information regarding irrigated catheter flow setting or anticoagulation during the procedure. There is no information regarding shaft proximity interference (spi) value, catheter proximity, or catheter re-zeroing. There were no errors reported on any biosense webster, inc. Equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.